Manufacturer narrative:
H.6. Investigation summary: bd was able to verify the returned samples had partially opened packages verifying the reported defect. No records of failure/ integrity of the seal in the batch history analysis and in the records of non-conformity or quality notification for the claimed batch. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier. However, although the samples verified the open package complaint, it was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product. As a prevention, the paper supplier has been changed to one that contains no lacquer as an adhesive. H3 other text : see section h.10.

Event description:
It was reported that before use of the angiocath yel 24ga x 0.75in the packaged was defective peeling upward. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the package was defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the angiocath yel 24 ga x 0.75 in the packaged was defective peeling upward. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the package was defect.